Event description:
It was reported that the pump miscalculated boluses. The customer experienced a low blood glucose (bg) level of 40 mg/dl. The customer consumed carbohydrates, protein, juice and sugar to address bg. Reportedly the customer experienced a seizure and bruising. A replacement pump was sent to the customer.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received, and evaluation is performed. H3 other text : device not returned